Event description:
It was reported the sheath was being placed into a male pt's right internal jugular in interventional radiology. The physician was placing the sheath when he pulled the dilator out and noticed part of the silicone in the hemostatic valve bent in. As a result, a new kit was opened from the same lot number and used successfully. There was a delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
(B)(4).